Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. The device would not activate prior to first use. The case was successfully completed with another device with no adverse pt consequences reported.

Manufacturer narrative:
(B)(4). Blade will not rotate: prior to first use. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.